Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a spider fx to treat a moderately calcified plaque with 80% stenosis in the proximal common carotid artery. Physician used a non-medtronic 8f sheath and a 0.014 ev3 guidewire. The vessel was pre-dilated. IFU was followed and the device was prepped without issue. It was reported that the tip embolized within the sheath during initial advancement. Resistance was noted during advancement. The tip was captured within the sheath thus no intervention was required. The procedure was completed using a new spider device.

Manufacturer narrative:
The spiderfx embolic protection device was returned within a clear biohazard pouch. Within the pouch, the device was in its inner label pouch. No ancillary devices, cine, images or procedure notes were returned for evaluation. The spiderfx was returned with the filter outside of the green dual delivery catheter and a kink was observed on the green delivery catheter. Visual inspection of the kinked catheter revealed that the catheter was laterally compressed. No abnormality was noted on catheter filter assembly and distal tip wire. The spider fx capture wire was attempted to be loaded within the green delivery catheter but was met with resistance. As the filter began to retract , the green dual ended delivery catheter shaft began to fold inward and was preventing the filter from advancing. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a spider fx to treat a moderately calcified plaque with 80% stenosis in the proximal common carotid artery. Physician used a 8f terumo sheath and a 0.014 ev3 guidewire. The vessel was pre-dilated. IFU was followed and the device was prepped without issue. It was reported that the tip embolized within the sheath during initial advancement. Resistance was noted during advancement. The tip was captured within the sheath to address the embolization. The procedure was completed using a new spider device.